Event description:
The patient mentioned that their pain stimulator is no longer working. Patient agreed to be connected to patient services and wait for a rep to assist. Additional information was received from patient who reported the stimulator worked during the trial. They reported in the future they will take out this implantable neurostimulator (ins). They stated the issue has not been resolved and they have a newer stimulator in their body. They reported they are not satisfied.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.